Manufacturer narrative:
(B)(4). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A visual inspection was performed. A sample evaluation was performed including functional testing, electrical safety testing, calibration and simulated therapy. The cause of the condition was determined to be a faulty heater pan. To correct the condition, the heater pan was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown heater bag alarm occurred on a homechoice. It is unknown when this event occurred. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.